Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO) for worsening arterial blood gases and co-oximetry. Patient was pending tracheostomy. Log files were submitted for review. The event log file captured routine events. The ventricular assist device appeared to be functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient remained va ECMO/ heartmate 3 left ventricular assist device. The patient was said to be slowly progressing on continuous renal replacement therapy (crrt), trached, and ventilator.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: incidental finding: review of the submitted log files noted a transient increase in rotor noise parameters on 11jun2025. Although a specific cause for this finding could not be conclusively determined, the transient increase in rotor noise resolved on its own, and no alarms or other abnormal lvad parameters were captured. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.